Event description:
It was reported that tubing, which was connected to vamp, was detached from vamp adult while customer was changing the pt's body position in ICU. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.